Event description:
It was reported that insulin pump has a blank display. Customer's blood glucose reading was 220 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had blank display due to broken solder joint on the interface board. Broken battery tube threads noted. Minor scratches on the lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube, scratches on the reservoir tube window, missing end cap sticker and stained address/serial number label.